Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem, catalog #: ni, lot #: ni. Unknown liner, catalog #: ni, lot #: ni. Unknown cup, catalog #: ni, lot #: ni. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2020-02344, 0001822565-2020-02345, 0001822565-2020-02594.

Event description:
It was reported that the patient has been indicated for hip arthroplasty revision to address unknown reasons; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.